Event description:
It was reported that post op a band implant, the pt had three band fills. The pt was losing weight gradually. A year and half after the surgery the pt complained of not feeling restriction. Under x-ray, it was noticed that the band is leaking close to where the buckle was cut off during removal of the band. In addition the inflation port has been left in place underneath the pt's skin. The pt is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.